Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system burst, possibly due to heavy calcification at level of stj. Despite the balloon burst, the valve was successfully implanted. When retrieving the commander delivery system, the system got stuck at the level of the iliac bifurcation because the proximal part of the balloon flipped over when pulling into the esheath. Therefore, surgical intervention was needed to completely remove the device from the patient. And was removed surgically. The patient outcome post procedure was good, the patient was discharged from hospital. As per medical opinion, the root cause of the balloon burst was the bulky calcification at the stj and, the balloon burst may have contributed to the withdrawal difficulty.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: longitudinal and radial balloon burst confirmed. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed , no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst and subsequent withdrawal difficulty requiring surgical intervention was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as per event description and 3mensio provided there was presence of calcification at the patient's stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. For the complaint of withdraw difficulty, the available information suggests procedural factors (altered balloon profile) likely contributed to the event as per event description ''when retrieving the commander delivery system got stuck at the level of the iliac bifurcation because the proximal part of the balloon flipped over when pulling into the esheath'' as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.